Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 247 mg/dl. System check was started with tandem technical support (cts) however customer declined to continue troubleshooting, therefore no additional information was provided.